Event description:
It was reported that the patient was admitted through the emergency room with multiple shocks and noise noted on the stored electrogram. The right ventricular lead had an apparent conductor fracture and there were also multiple sensing integrity counts noted. The device was at elective replacement indicator and a charge circuit was noted to be in timeout due to the high number of shocks delivered. The lead and device were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing and twelve ventricular nonsustained episodes (nst) less than or equal to 211 millisecond (ms) on (B)(6) 2012. There were twenty-two ventricular fibrillation (vf) episodes less than or equal 210 ms average ventricular-cycle on (B)(6) 2012. The sensing had interference/noise. The ventricular short interval count was equal to 5.4 counts avg/day, in 322.98 days, between (B)(6) 2011 and (B)(6) 2012.